Event description:
A report was received that a pt was scheduled for a lead and pocket revision because the pt was not receiving adequate coverage. During the lead revision, the physician moved the ipg to the pt's flank area as the original placement was sitting too low in the buttock and not optimal. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is a final report.